Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced trunk and chest pain after implant. Reportedly, the issue occurs with or without simulation on. The sjm representative met with the patient and installed five new programs which covered his painful areas.the patient observed positional changes in stimulation. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the penta trial lead was explanted due to continuous trunk pain.